Event description:
On (B)(6) 2025, a patient underwent a transjugular intrahepatic portosystemic shunt procedure using the liverty tips access set. Prior to the procedure, it was reported that the foreign matter was found inside the puncture kit packaging upon opening. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: regarding the reported incident, the factory conducted an equipment history review for batch number 2319120. No abnormalities were found during production of this batch. Investigation summary: received one returned sample. The unit packaging has been opened, but the product has not been used. Upon inspecting the product¿s appearance, a black, movable, fiber-like foreign object approximately 3 mm in length was found. Conducted appearance inspection for the same batch retained sample, no fm found. It is possible that during the production process, fiber-like foreign matter from the environment was adsorbed onto the packaging bag. Employees have been trained to pay attention to such foreign object defects during packaging. This is the first complaint related to foreign matter since the product was launched. The factory has already taken corresponding measures and will continue to monitor the trend of such complaint defects. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a transjugular intrahepatic portosystemic shunt (tips) procedure using the liverty tips access set. Prior to the procedure, it was reported that the foreign matter was found inside the puncture kit packaging upon opening. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.